Event description:
The account alleges the bed has no nurse call function. No patient impact.

Manufacturer narrative:
The account found the nurse call was shut off. The account turned the nurse call back on to resolve the issue.